Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical the device failed the ground resistance test. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the power cord was replaced which successfully resolved the issue. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical the device failed the ground resistance test. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the power cord was replaced which successfully resolved the issue. Reference to complaint # (B)(4).